Event description:
The customer reported that the images on the monitors disappeared. Loss of the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The memory was reset during the service call. The system was tested and found to be working as intended and put back into service.